Manufacturer narrative:
Results: the returned penumbra smart coil (smart coil) was kinked along the length of its pusher assembly. There was an unknown substance on the length of the distal detachment tip (ddt). The embolization coil was compressed on its proximal end. Conclusions: evaluation of the returned smart coil revealed the embolization coil was compressed on its proximal end. These damages were likely due to forceful manipulation against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation and, therefore, the cause of the resistance could not be determined. Further evaluation revealed a foreign substance on the ddt and proximal end of the embolization coil. The origin of the substance is unknown but may have contributed to resistance experienced during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroepiploic artery using penumbra smart coils (smart coils). During the procedure, the physician placed five smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance and the smart coil would not advance out of the microcatheter; therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter without further issues. There was no report of an adverse effect to the patient